Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient had concerns and had an appointment on 2014-(B)(6). The patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient would have an appointment on 2014-(B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the other day the patient increased stimulation from 6.4 to 7.0, he could feel it then, and must have gone off because he was having symptoms come back the day of the report. The patient had been unable to adjust stimulation since the prior day, and he was currently on program 2 at 7.9 and did not see the lightning bolt. The implantable neurostimulator (ins) was turned off, the patient decreased stimulation, and he turned the ins on. The patient decreased the setting until he just felt the stimulation a little bit, and was now at 6.0. The patient also stated that the device manual didn¿t make sense. Six days later, the patient was having trouble figuring out how to use the device. The patient was able to get it hooked up and turned on, something would come up, usually it was his last setting, and it would give him a really mild jolt. The patient wasn¿t sure if he was getting a jolt or not and couldn¿t figure out how to turn it off. The patient was able to synchronize successfully and he was on program 3. He started at 6, moved to 7 and now was at 8.5 volts and could feel stimulation. The patient felt a jolt when he pushed the stimulation on button and wanted to know what he should do if his symptoms come back. A follow-up appointment with the patient¿s doctor was scheduled in a week or so and he planned to ask the doctor about possibly changing programs. Over the following weekend, it quit working and the patient was unable to get the amplitude up past 8.5 volts. The patient saw the screen saying he couldn¿t go any higher and the only time he got any stimulation was when he turned the program on, but it wasn¿t enough to do much good. The patient planned to speak with his doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.